Event description:
The reporter indicated, the surgeon inserted and removed an aq2015a silicone aspheric three piece lens due to the surgeon changing his mind for a bigger optic lens. There was no pt injury and no damage to the lens.

Manufacturer narrative:
(B)(4). Other (no lens malfunction). Evaluation: method: (other): lens work order search. Results: (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue on the lens surface. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (other): based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to the surgeon changing his mind for another type lens. (B)(4).